Event description:
PICC started leaking from butterfly area with dressing change. Piv started after PICC removal.

Manufacturer narrative:
The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR

Event description:
PICC started leaking from butterfly area with dressing change. Piv started after PICC removal.

Manufacturer narrative:
The complaint has been submitted to vygon germany, which is where this part was manufactured for evaluation. The investigation summary is as follows: we received the catheter with a sliding clamp and a needle-free connector (not a vygon germany product) as the faulty sample. The attempt to flush the catheter with water was successful and revealed leakage at the wing. Microscopic examination revealed a tear at the catheter wing that caused the leakage. The tear exhibited a characteristic rough surface, consistent with damage from tensile force. In general, there are various events that can lead to a leaking catheter: 1. Tensile force which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. For babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, there are some warnings in the IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. Furthermore, the customer indicated in the pir that an alcohol-based disinfectant had been used, and that the catheter functioned without leakage for 10 days and 8 hours. Based on this information, we do not believe the defect is related to manufacturing but rather to the conditions of use. A review of the component batch history records; no deviations were found. The batch complied with its specification and was released accordingly. Each catheter is flow and leak tested during production as part of quality control process. A two-year review of vygon USA's complaint data, from august 1, 2023, to august 31, 2025, identified seven (7) additional complaints related to leaking catheters from lot 23k004d. Four of these could not be confirmed due to missing samples, while two were attributed to excessive tensile force and the use of alcohol-based disinfectants. In one case, no fault was identified. None of these were related to a manufacturing defect. Corrective action: based on the findings, the observed damage is consistent with excessive tensile force rather than a manufacturing defect. Additionally, the customer reported that the catheter functioned without leakage for over 10 days. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by vygon germany gmbh quality management